Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No excessive no delivery alarms and motor noise anomaly noted. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners cracked on the display window and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms. Customer received 12 no delivery alarms within 2 hours. During troubleshooting, customer was assisted in performing tow 5.0 unit fixed prime and insulin did exit. Customer was advised that site may have been occluded. Customer also reported that when the light was on, insulin pump hummed as if the motor was working overtime. During troubleshooting, it was found that customer did not try all remedies. Insulin pump would be replaced per customer's request. Customer's blood glucose was 234 mg/dl.